Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.